Manufacturer narrative:
Concomitant medical product: 5024m-52 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low impedance. Some atrial high rate episodes appeared as possible artifact at times. The lead remains in use. No patient complications have been reported as a result of this event.